Event description:
FDA reported a problem with philips CPAP machines. The voluntary recall said philips would repair or replace the defective CPAP machine. Now I have an email from "(B)(6) " stating that philips would not take any action on my cp ap. The email stated: "we cannot offer system one patients new or repaired version of their current product." In lieu they offered to pay (B)(6) on receipt of the defective machine. So we have to return our machine at our cost, then they will pay us (B)(6). Who is "(B)(6). Sounds like I have just been thrown the bus. And why now, over a year later? I needed that machine a year ago and now they say no. I waited for my replacement CPAP at an unk risk to my heart. This is terrible.